Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when 60 units were remaining in the cartridge, the pump did not deliver insulin as intended. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer disconnected from the infusion set site, delivered a bolus, and observed insulin exiting the infusion set tubing. No additional patient or event information was provided.